Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Updated: b4 b5 g3 g6 h2 h10.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a second stage hip revision procedure due to an infection in which the head and liner were exchanged. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 802403603 zb 12/14 cocr frdm 36mm x +0 lot number is unknown. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.